Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg replaced due to the ipg being inoperable. Reportedly, the patient had not charged the ipg in over a year. Stimulation therapy was reportedly restored postoperatively.